Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, a chest x-ray revealed the lead dislodged due to twiddler's syndrome. No intervention was suggested or completed. The patient will continue to be monitored. No further information is available.

Event description:
New information received states that the lead continues to dislodge. No further information is available at this time.